Manufacturer narrative:
Findings: unit not received stuck in manufacturing mode. Unit received with missing retainer. Unable to perform displacement test due to missing retainer. Unit received with missing reservoir tube o-ring, partially broken off reservoir tube lip, scratched casing, minor scratches on lcd window, pillowing keypad overlay and cracked case on battery tube area.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the retainer ring broke and has fallen off reservoir compartment. Customer's blood glucose was 12 mmol/l. Insulin pump would need to be replaced. Customer's blood glucose was unknown. Insulin pump would need to be replaced and customer agreed to return insulin pump.